Manufacturer narrative:
Based on the provided pictures by the sales rep the reported event that the tip of the reduction forcep fractured could be confirmed. As the product was not returned, it was not possible to perform a metallurgical examination and determine the root cause. According to the risk management file, possible root causes for the breakage could have been: too much/ not enough/ wrong forces during assembling; missing/ wrong instructions; poor reprocessing/ cleaning/ sterilization. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. If the product will be returned at a later date a thorough investigation will be performed, the complaint will be reopened and the result revised.

Event description:
A company representative reported that, during a medical procedure (mandible fracture), the tip of a reduction forcep fractured. However, there was no patient involvement or delay in surgery.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that, during a medical procedure (mandible fracture), the tip of a reduction forcep fractured. However, there was no patient involvement or delay in surgery.

Manufacturer narrative:
The reported event that a tip fractured off could be confirmed. The visual inspection revealed that the tip of one arm has broken off and was returned along with the device. Furthermore, the fracture surface of the broken off part shows an intercrystalline forced rupture due to several bending overloads. Moreover, the tension side of the fracture shows several cracks and the pressure side of the fracture area reveals squeezed material, both indicating several bending overloads. Additionally, both arms of the device show cracks in the grabbing/teeth area, also demonstrating strong applied bending forces. Based on signs found in the investigation the root cause of the breakage can be tied to a user related issue when the strong bending forces were applied to the arms of the device, most likely by excessively trying to close the forceps. Indications for any material or design related problems were not determined in the investigation. Therefore no preventive and/or corrective action is required at this time.

Event description:
A company representative reported that, during a medical procedure (mandible fracture), the tip of a reduction forcep fractured. However, there was no patient involvement or delay in surgery.